Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested but was not provided. The centrifugation conditions were likely not done according to specifications which could have led to improper sample quality. This could have been a possible root cause. Other possible root causes include foam or bubbles on the sample surface, tilted tubes initial combination with wet tube walls, fibrin clot or strands caused by insufficient pre-analytical handling, or insufficient maintenance. Improper reagent handling is the likely root cause. The customer has not reported any other issues.

Manufacturer narrative:
The repeat hcg stat result of 3810 miu/ml was generated from another analyzer. The customer did not notice any foam or fibrin present in the patient sample.

Manufacturer narrative:
(B)(4).

Event description:
The customer was questioning the onboard dilution accuracy for elecsys hcg test system (hcg stat) on a cobas 6000 e 601 module. Discrepant data for 1 patient sample was provided. The initial hcg stat result was 1116 miu/ml with a repeat result of 3810 miu/ml. The erroneous result was reported outside of the laboratory, but was questioned by the physician who requested repeat testing. The repeat result was deemed to be correct. There was no allegation of an adverse event. The customer was running a 1:20 auto dilution for hcg stat testing instead of the recommended 1:100 dilution per product labeling. The customer stated that they were having no issues with qc recovery or calibrations, or no other problems with the analyzer. (B)(4). The field engineering specialist found that there was dry buildup on the cassette due to the reagent being old. He replaced the reagent and diluent. The calibration and qc were acceptable. Precision testing for hcg stat and several other assays was performed. The data was compared to another cobas e601. The system is operating within specification. The customer reported that there are no other issues currently.